Event description:
During surgical procedure in 2008, when the physician was trying to remove the sheath, it tore apart horizontally. The internal support coil pulled out of the sheath and stretched out. No other info was provided other than add'l force was required to pull the sheath out of the pt.

Manufacturer narrative:
Eval: the proximal portion of the complaint device was returned in an opened, used and damaged condition. An examination confirmed the sheath has separated, measuring in its current condition at approx 13.5 cm in length. As a result of the material separating, a section of coils became exposed and elongated. The small body check-flo assembly valve was not returned. We can advise that for iso standard 11070; for sheaths 5.6 and above the minimum break force is 3.37 lb. When considering this info, it is possible the above described device met with resistance beyond its recommended strength, possibly the result of a procedurally related event and/or human anatomy, rather than the fault of the device in question. Nevertheless, we are aware of potential for occurrence and are currently taking necessary action to prevent this type of event from recurring and the appropriate personnel have been notified.